Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on product. Visual inspection found no visible damage with debris throughout the lens. Claim# (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/2.0/114 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive change overtime. The exchange resolved the problem. Cause of event was unknown.